Event description:
The patient contacted animas on (B)(6) 2012 alleging that three weeks prior, the pump vibrated and then gave 10-unit insulin bolus that was not programmed by the user. The patient reported eating carbohydrates and there was no blood glucose elevation. A review of the bolus history at the time of the call did not reveal any evidence of what the patient reported. The patient was adamant, however, that she felt the pump vibrate and the bolus was listed at the time. There was no reported adverse event associated with this complaint. This complaint is being reported because the patient alleged a bolus was delivered by the pump that was not programmed to be delivered.

Manufacturer narrative:
Follow-up #1 date of submission 12/19//2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A 10 unit bolus was observed in the pump bolus history; all the 10 unit boluses were either ezcarb or ezbg pump boluses. Multiple 0 unit meter boluses were observed in the pump bolus history on (B)(6) 2012. A 24 hour duration test was performed. No un-programmed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No damage was found to the keypad. All buttons responded to presses as expected. The keypad was removed and there was no damage or evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.